Event description:
Increase iop[intraocular pressure increased] a physician reported a pt had high intraocular pressure the morning after cataract surgery where healon 5 was used. The pt had two acetazolamide 250mg tables overnight and had an intraocular pressure of 44 with marked corneal edema. The pt was treated with alphagan eye drops. The pt completely recovered over the next 2-3 days. This event was assessed as serious by a pharmacia physician due to the need for intervention to prevent sight loss. This is one of three reports by the same physician. For the other reports, see 2001039383nz and 2001039381nz.